Event description:
States implant stopped working; no longer received impulses. Intra-op lead, generator and extension tested, and lead found to be defective. Removed and replaced. Old lead sent to medtronic via rep.